Manufacturer narrative:
New information notes that lead fracture was not observed.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Noise was noted during electrical testing. Externalized conductors and fracture were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.